Manufacturer narrative:
H3 other text : the customer opted to have the unit repaired by a third party and subsequently declined to provide additional information pertaining to this case.

Event description:
It was reported to philips that the device displayed a red x in the rfu indicator. There was no patient involvement. The customer initially requested assistance from a philips remote service engineer (rse). The customer explained that their unit was displaying a red x in the rfu indicator. However, after initiating the case, the customer opted to have the unit repaired by a third party and subsequently declined to provide additional information pertaining to this case. As such, a cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. As an evaluation was not completed and additional information could not be obtained, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device displayed a red x in the rfu indicator. There was no patient involvement.